Manufacturer narrative:
The device was not returned for investigation. Data logs showed pump ran without issue during support. The cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of access site bleeding was most likely use related since the bleeding was resolved with tightening sutures. The pump passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing and hemolysis. The p level of the pump was reduced, fluids were transfused. Additionally, the perclose was tightened and manual pressure was held. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.